Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtba2d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert and was seen at the hospital. It was found that the alert was due to an increase in pacing impedance on the right ventricular lead exceeding the upper limit range and was high. The threshold also increased and was high. There are two right ventricular (rv) leads in the patient's right ventricle pacing at two points. The issue was on both leads in the rv. Reprogramming was done. The leads were subsequently capped and replaced. After disconnecting the leads from the adaptor kit, the impedance of the lead implanted in the rv apex was still high with the analyzer. The other rv lead implanted in the right ventricular outflow tract measured normal with the analyzer. It was uncertain if there may have been an issue with the adaptor and that was also explanted. No patient complications have been reported as a result of this event.